Event description:
The customer stated that a false positive architect ca 19-9 result of 142.45 u/ml was generated. The sample was repeated with results of 4.27 and 5.28 u/ml. There was no report of impact to patient management.

Manufacturer narrative:
Accuracy testing was completed to evaluate the assay performance of architect ca 19-9 reagent lot 12114m500. The testing met the acceptance criteria. The customer complaint review for the likely cause lot identified atypical complaint activity for the issue under review. The customer complaint trend review was normal. The architect ca 19-9 xr reagent package insert was reviewed and was found to adequately address the issue. The architect ca 19-9xr reagent lot 12114m500 is performing as intended. The investigation did not identify a malfunction/deficiency.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.